Manufacturer narrative:
Per CAPA#: (B)(4), the disassembled tri-drive handle reported was likely the result of the retaining ring responsible for maintaining assembly of the sleeve on the modular cannulated tri-drive shaft becoming deformed as a result of holding the sleeve stationary while reaming.

Event description:
As reported, during use on a (B)(6) y/o male patient, the tri drive distal collar broke while reaming the glenoid. The spring came out and collar fell off. The tri drive was still used afterwards to still drill the center glenoid hole before another tray could be opened with a second tri-drive. No parts or pieces fell into the wound. No complications, or issues to patient. Patient was last known to be in stable condition following the event. Device to be returned.